Manufacturer narrative:
(B)(4). This is a report of use error, where the patient pulled too hard and the transfer set disconnected from the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between the cassette and the transfer set. The patient stated that the transfer set became disconnected from the patient line. This event occurred during peritoneal dialysis therapy. The technical service representative advised the patient to close the clamps, place a minicap on the transfer set, and end therapy. The patient stated that they had pulled too hard on the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.